Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and spinal operation ("back surgery") in an adult female patient who had essure (batch no. B82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included costochondritis and depressed mood. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain/ pain"), abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient underwent spinal operation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), peripheral swelling ("swelling in legs and hands"), sciatica ("sciatic nerve pain"), back pain ("back pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, spinal operation, abdominal pain, arthralgia, peripheral swelling, sciatica, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and alopecia outcome was unknown, the pelvic pain, migraine, fatigue and abdominal pain lower had resolved, the back pain and urinary tract infection was resolving and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, sciatica, spinal operation, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Reporter and patient demographics were added. Event spinal operation added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in an adult female patient who had essure (batch no. B82478) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included costochondritis and depressed mood. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("pain"), arthralgia ("joint pain"), peripheral swelling ("swelling in legs and hands"), sciatica ("sciatic nerve pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, arthralgia, peripheral swelling, sciatica, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain lower outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, sciatica, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition were added. Events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain lower were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and spinal operation ("back surgery") in an adult female patient who had essure (batch no. B82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included costochondritis and depressed mood. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain/ pain"), abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient underwent spinal operation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), peripheral swelling ("swelling in legs and hands"), sciatica ("sciatic nerve pain"), back pain ("back pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, spinal operation, abdominal pain, arthralgia, peripheral swelling, sciatica, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and alopecia outcome was unknown, the pelvic pain, migraine, fatigue and abdominal pain lower had resolved, the back pain and urinary tract infection was resolving and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, sciatica, spinal operation, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and spinal operation ('back surgery') in an adult female patient who had essure (batch no. B82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included costochondritis, depressed mood and overweight. Concomitant products included escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (norco) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain ("pelvic pain/ pain"), abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient underwent spinal operation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), peripheral swelling ("swelling in legs and hands"), sciatica ("sciatic nerve pain"), back pain ("back pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdominal pain"), neuralgia ("nerve pain numbness in thigh"), hypoaesthesia ("nerve pain numbness in thigh"), abdominal distension ("bloated all the time") and gastrointestinal disorder ("bowel issue"). The patient was treated with surgery (back surgery and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, spinal operation, abdominal pain, arthralgia, peripheral swelling, sciatica, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, neuralgia, hypoaesthesia, abdominal distension and gastrointestinal disorder outcome was unknown, the pelvic pain, migraine, fatigue and abdominal pain lower had resolved, the back pain and urinary tract infection was resolving and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypoaesthesia, menorrhagia, migraine, neuralgia, pelvic pain, peripheral swelling, sciatica, spinal operation, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs& social media received. New events nerve pain numbness in thigh, bloated all the time, bowel issue was added. Concomitant condition, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pain"), arthralgia ("joint pain"), peripheral swelling ("swelling in legs and hands"), sciatica ("sciatic nerve pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy/ surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, arthralgia, peripheral swelling, sciatica and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, pelvic pain, peripheral swelling, sciatica and uterine perforation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including perforation of organs (interpreted as uterine perforation). On (B)(6) 2017, she underwent surgery (hysterectomy) and essure was removed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pain"), arthralgia ("joint pain"), peripheral swelling ("swelling in legs and hands"), sciatica ("sciatic nerve pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy/ surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, arthralgia, peripheral swelling, sciatica and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, pelvic pain, peripheral swelling, sciatica and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including perforation of organs (interpreted as uterine perforation). On (B)(6) 2017, she underwent surgery (hysterectomy) and essure was removed. In this case limited information was provided. The exact mechanism of the event was not reported. This case was classified as incident since device removal was required via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.